Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient ipg could not be placed into MRI mode due to high impedance on the lead. As result, the lead was unplugged, clean, and plugged back into the ipg on (B)(6) 2021. The issue resolved and the ipg was able to be placed into MRI mode.